Event description:
The interventional cardiology team had been performing csi rotational atherectomy of the proximal rca when the device became lodged within the vessel. He had a transvenous pacer via a right cfv puncture, a 6fr right cfa sheath and a 8fr left cfa sheath with a guide cath in place. Though the guide cath was the drive shaft for the csi device and the burr for the device and a portion of the wire it goes over were tightly lodged in the patient's proximal rca. Plan was to take the patient to the operating room for single vessel bypass to the rca and removal of the device. The patient's son felt strongly that the patient would not want to proceed with emergency CABG. It was clearly communicated that the device left in situ would likely cause thrombosis of the rca and death. The patient's family understood this and the decision was made to remove the device in the operating room and remove the arterial sheaths but not proceed with any more invasive interventions. Surgeon used a snare to grasp the drive shaft at the origin of the rca and tried to pull the device out. The drive shaft sheared off and left the burr and wire lodged in the heart. Patient was placed on comfort care in ICU and died (B)(6) 2015.